Event description:
The patient reported the implant site has been itching, oozing and scabbing since the implant of the ilr (implantable loop recorder). The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.